Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of rv oversensing due to possible myopotentials oversensing was observed. It was recommended to perform isometrics, deep breathing and coughing in attempt to reproduce the oversensing, as well as programming change to resolve the issue. The patient will present to the clinic in 3 months for reprogramming. The patient is fine.